Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown . Unknown - unknown tibial component - unknown . Unknown - unknown patella - unknown . Unknown - unknown cement - unknown . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary left total knee arthroplasty. Subsequently, the patient developed instability and underwent a revision procedure approximately 3.5 years post-op. During the procedure it was found that the poly was in place but the post had fractured. The surgeon increased the poly size from 14 to 16, and retained all other components as they were found stable. Attempts have been made and all available information has been provided.